Event description:
The account reported the scale will cancel the nurse call when the scale is active. The bed will not send a nurse call unless the scale is off. The bed is in the med surge on the fifth floor of the facility. A pt was on the bed at the time of the incident. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The account found the issue was due to the scale power control board assembly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the scale power control board assembly to resolve the issue. Based on this info, no further action is required.